Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately five years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08758. Concomitant products: taperloc por fmrl 10x140 catalog#: 103204 lot#: 034650; m2a-magnum pf cup 50odx44id catalog#: us157850 lot#: 436670; m2a-magnum 42-50mm tpr insrt-3 catalog#: 139254 lot#: 301660. Reported event was confirmed through review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right hip revision surgery approxiamtely 5 years post primary surgery, due to pain, pseudotumor, implant wear and osteolysis. During the revision, head, cup and taper sleeve was removed. New cup, liner, head and sleeve were implanted.